Manufacturer narrative:
(B)(6). The complainant was unable to clarify the product name or the device upn and lot number; therefore, the manufacture date and expiration date are unknown, and the product type was selected based on the limited information provided. (B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two boston scientific dilatation balloons used in the same patient and procedure. This report pertains to the 6mm balloon. It was reported to boston scientific corporation that a 4mm dilatation balloon and a 6mm dilatation balloon were used in the minor papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the dilation was partially successful, but both dilators broke when the accessory duct stenosis was dilated. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.